Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that no power was being transferred to the controller no matter which power source was used. There was no reported patient injury related to this event. The controller ((B)(4)) was returned to the manufacturer for evaluation, where the reported event could not be recreated, however pins on the controller's serial data port were found to be damaged. The root cause for the 'poor mechanical connection' event on the controller power port could not be conclusively determined as both power ports worked as intended, it is possible that user error may have led to the perception that the power source port was not working. However, the investigation did indicate that the controller data serial port pin was found to be damaged, most likely a result of improper handling, material durability and assembly interferences. The manufacturer has an open internal investigation to evaluate these types of issues. A field safety notice (fsca apr2015a) was issued to clinicians to be delivered to patients currently on device. It provided awareness, warnings, and safety mitigations regarding worn alignment guides resulting in bent pins. The fsca instructed patients to inspect the power supply ports on their controllers for potential wear or damage to the alignment guides or connection pins. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the (B)(6) that the controller was not recognizing power sources on one of its power ports. Several different power sources were tried and also did not work with that particular controller power port. The facility exchanged the controller and removed the device from service and provided the patient with a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.